Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information, via a latitude red alert, that this cardiac resynchronization therapy defibrillator (crt-d) displayed high right ventricular (rv) pacing impedances greater than 2000 ohms and intermittent loss of capture. It was also believed that the left ventricular (lv) lead had high impedance readings; however, it was due to the lv tip to right ventricular (rv) ring configuration. The physician re-configured the lead to lv tip to lv ring and thresholds and capture were normal. No adverse patient effects were reported. Additional information indicated that the rv lead was not pushed all the way into the header. A proper connection was made and the device and leads remain implanted.